Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/19/2016, that on (B)(6) 2016, the device had a permanent out of range signal. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. Global receiver functional testing was performed and resulted in no failures related to the complaint. Pairing test was performed and passed. Review of the receiver download showed no errors related to the complaint. The customer complaint of an unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.